Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced an issue with the bipolar functionality on the vision side cart (vsc), clarifying that no bipolar energy was delivered. The issue was reported to dvstat after completing the procedure. The customer indicated this was an ongoing problem. They had attempted troubleshooting steps, including replacing instruments and energy cords and trying both ports on the erbe, but these efforts did not resolve the issue. The customer has requested that their field service engineer (fse) inspect the erbe to address the problem. The customer requested the field engineer to follow up to address the issue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer resolved the issue by using monopolar energy instead of bipolar energy to continue the procedure. The procedure was completed using the same iesu. The surgeon indicated that this issue had been persisted during the procedure for a couple of days, but the exact start date was not provided. The site changed the cords and the arms twice, but the problem persisted. The procedure was completed with no report of patient injury.